Event description:
It was stated that on an unknown date in 2019, a patient previously presenting with an abdominal aortic aneurysm was treated an additional endoprosthesis was implanted. The patient had earlier been treated with gore® excluder® aaa endoprostheses. Both endoprostheses were explanted on (B)(6) 2021 and the patient presented with type ii and type iii endoleaks.

Manufacturer narrative:
Date of event was in 2019. Exact date was unknown, therefore (B)(6) 2019 was selected. Date of implant was given as 2019. Exact date was unknown, therefore (B)(6) 2019 was selected. Device returned to third party investigator for evaluation.

Manufacturer narrative:
H6, code b15: multi-focal transverse tape and graft material disruptions were present along trunkf-2 which exhibited characteristics similar to h2 and h4. A hole in the constraint sleeve was present near the distal attachment site and exhibited characteristics indicative of material wear (i.e., material plowing and smearing). Multiple evenly spaced serration marks were visible on the luminal surface of clf-2. From level 2 analysis, most material disruptions (i.e., material transections, serration marks, wire indentions/ scrapes), appeared to be consistent with manipulation by surgical instruments (i.e., scalpel, scissors, hemostats, and forceps), likely used during the explant procedure. One hole in the outermost eptfe device (trunkf-2) exhibited signs of wear without a clear cause. The characteristics of the remaining holes aligned more closely with instrument markings. Gepromed reported a conclusion that the ¿observed holes have certainly caused the type iii endoleak¿. Review of the provided reports/ images in conjunction with in-person analysis performed by the es does not support this claim. The observed holes (in the trunk component) were luminally covered by another device (i.e., non-transmural) and all gore devices remained in overlapping configurations. The cause or source of type iii endoleak could not be established.